Event description:
Customer reported that insulin pump is cracked in the reservoir compartment and the rubber band is sticking out. It also has a big crack at the battery compartment and a piece is missing. Blood glucose value was 187 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case on the lcd display window corner, minor scratches on lcd display window, cracks on the battery tube threads, broken reservoir tube lip, cracks on the reservoir tube window, and cracks on the reservoir tube.